Event description:
The following was reported: on (B)(6) 2025, the patient was implanted with gore® tag® conformable thoracic stent graft with active control system, gore® excluder® conformable aaa endoprosthesis aortic extender and gore® excluder® aaa endoprosthesis aortic extenders to treat a thoracic dissection in zone 2 thoracic aorta. The patient tolerated the procedure. On october 22, 2025, the field sales associate was made aware that the patient suffered paralysis post procedure. Reportedly, the patient presented on (B)(6) 2025, with chest pain and leg weakness, she developed neurologic changes and required intubation and eventually was found to have type b dissections with massive malperfusion, visceral renal and lower extremity malperfusion and possibly spinal malperfusion from the complicated dissection. Treatment for the paralysis on (B)(6) 2025, permissive hypertension and left upper extremity spinal drain placement. Post reintervention on (B)(6) 2025, the patient was able to move the right upper extremity and not the lower extremities and has been moved to a rehabilitation facility.

Manufacturer narrative:
Additional devices implanted and/or related to this event: tgm343410/ (B)(6) UDI# (B)(4) and tgmr313110/ (B)(6) UDI# (B)(4). Patient medications: lipitor, coreg, clonidine, lasix, neurontin, isoradial, losartan, nifedipine. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.